Event description:
Plaintiff's estate alleges that latex hypersensitivity from exposure to latex exam gloves, caused the plaintiff's death. Plaintiff's estate and statutory survivors allege wrongful death and allege loss of past and future support and services, guidance, interaction, society, love and affection, instruction and parental companionship.